Manufacturer narrative:
Investigation summary: no product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded, during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube was placed but was not long enough for the patient. The doctor had to try to aspirate the air out and was not able to get the trach tube to deflate. On several attempts it finally deflated but the patient ended up intubated during the time being due to not being able to ventilate the patient. The patient has significant tracheal stenosis. The doctor finally was able to remove the trach and place a new trach. The patient was returned to the ICU on the ventilator.